Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, occasional post-paced t-wave oversensing issue was observed. The oversensing occurred after post ventricular contractions and all events were single beats however the oversensing was not seen previously. Programming changes were made. Device will continue to be monitored. Patient was stable.